Event description:
Initial reporter indicated that he had performed a system diagnostic test that yielded high lead impedance. The patient's treating physician reported the patient has ticks and they believe the constant neck movements are the cause of the patient's possible lead break. The generator was originally implanted 6 years ago. They will be turning off the device and scheduling a full revision of lead and generator.

Manufacturer narrative:
Evaluation conclusions: device malfunction suspected, but did not cause or contribute to a death or serious injury.